Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the case window was cracked. On closer inspection, it was noticed that the case window has sustained damage consistent with being subjected to impact force. However, could not verify the inaccuracy issue. The co2 and spo2 functions are operating within factory specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced damaged case window. Replaced keypad as part of the window replacement. Replaced naphion tubing as a preventative measure.

Event description:
It was reported that the device screen was cracked and readings were inaccurate. It is unknown if there was physical damage. Patient involvement is unknown. No harm has been reported.